Event description:
Follow-up information indicated the physician explanted and replaced two leads. This issue is now resolved.

Manufacturer narrative:
A4 - patient weight has been added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-32270, 1627487-2020-32269, & 1627487-2020-32268 it was reported the patient was receiving inadequate stimulation. An impedance check revealed high impedance on two leads. Reprogramming was able to provide sufficient therapy. However, the patient may undergo surgical intervention on a later date. All of the patient's leads are being reported because it is unknown which leads are liable.